Manufacturer narrative:
This patient's physician is aware of the clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was exhibiting an increase in pacing impedance from 360 ohms to 1390 ohms and elevated threshold measurements. A fracture of the anodal conductor was suspected and the lead was reprogrammed to unipolar configuration. No adverse patient effects were reported.